Event description:
The customer reported a self infected needle stick when using a syringe to draw control fluid through the capped bottle. Improper handling of the dt1 control material has the potential to cause the transmission of disease as there is no complete assurance that infectious agents are absent.